Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens in a preloaded device rotated upon insertion and came out upside down. Additional information has been requested.

Event description:
Additional information received indicating in the surgeon's opinion, the scrub nurse handling of the preloaded lens, while prepping the lens caused the event. There was no serious patient injury as the lens was half inserted into patient's eye. No surgical intervention was required.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).